Event description:
It was reported that during an unknown procedure, the shears worked initially then failed. A second shear opened worked initially then failed, shear opened after harmonic scalpel disconnected and checked, work efficiently throughout. There was no reported consequence and 2 devices are being returned.